Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous right coronary artery. Pre-dilatation was performed with an unspecified 2x10mm balloon. A 4x23mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed at 12 atmospheres. Post-dilatation was performed with an unspecified 4x10mm non-compliant balloon. A dissection was noted, so a 4x18mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.